Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device was returning for analysis; however, the device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel that was moderately tortuous. During attempted insertion of the 5.5 x 120 mm supera stent delivery system (sds) into the patient anatomy the white tip separated from the delivery catheter outside the patient on the guide wire. Resistance was felt during advancement of the sds on the guide wire. As the tip separated outside the anatomy no intervention was required and the device was removed from the guide wire. A new supera sds was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The tip separation was confirmed. The resistance with the guide wire could not be confirmed because the guide wire was not returned for evaluation and the tip was separated. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.